Manufacturer narrative:
During the device evaluation, a leak was observed between the scope cover and scope body. The play of the up/down knob was out of specification; due to wear of the angle wire. The cover body was scratched, the adhesive around the objective lens was chipped, the light guide lens was chipped and scratched, the adhesive on the bending cover (a-rubber) was cracked, the connecting tube was scratched and wrinkled, the universal cord was scratched. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera iii gastrointestinal videoscope was received at an olympus service center, with no complaint from the customer. And no patient or user harm was reported. During inspection and testing, a white foreign material was observed, in the air/water tube and the air/water cylinder. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.